Manufacturer narrative:
(B)(4). Additional concomitant medical products: 3.5 mm locking screw 24 mm length, catalog #: 00235902435 lot #: 63439691 qty: 2; 3.5 mm locking screw 24 mm length, catalog #: 00235902435 lot #: 63610971; 3.5 mm locking screw 24 mm length, catalog #: 00235902435 lot #: 63670948 qty: 2; cortical bone screw self-tapping hex head 3.5 mm diameter, catalog #: 00234702026 lot #: 63524802. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as a biohazard.

Event description:
It was reported the patient underwent an initial left procedure to have a steel plate implanted. Subsequently, the patient suffered a fracture two months post-initial implantation. Therefore, the patient underwent a revision procedure due to the plate being bent. The surgeon believes the event was a result of premature activity. Competitor product was reimplanted during the revision procedure.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.